Event description:
As reported by the field clinical specialist (fcs), the patient underwent a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position. During insertion of the valve through the 14fr esheath+, resistance was met at the level of the external common iliac artery and the esheath+ folded inwardly. The operating team immediately pulled back on the 26mm commander delivery system (ds), which straightened the esheath+. However, it was noted that the valve had perforated the esheath+ and was no longer contained within the esheath+. Vascular surgery was called and the patient underwent an open procedure. The final patient condition was reported as stable. The devices are not available for return/evaluation. According to the provided device imagery, the distal tip of the ds was separated; the fcs confirmed this separation was due to the vascular surgeon cutting the ds to get it out of the patient's body. Another image shows the valve frame somewhat flared in the region of the skirt; the fcs indicated that the vascular surgeon wanted to partially inflate the balloon to feel the location in the artery. There was no use error or damage noted to the valve or ds.

Manufacturer narrative:
The investigation is ongoing.